Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during egd (esophagogastroduodenoscopy), the output cable failed. The device worked all day but would not work on this patient. It was inability to conduct energy to allow for the rfa (radiofrequency ablation) to be completed. They attempted to use a different disposable catheter with the same issue. No rfa was able to be completed. The physician did an egd only. The generator screen showed normal and all connections were checked with no loose components. There was no patient and user harm. The patient was rescheduled at a later date for a repeat rfa.